Manufacturer narrative:
The customer¿s report that the tubing separated from the drip chamber was confirmed. Visual inspection showed that the vinyl tubing was completely separated from the drip chamber and fluid was leaking from the separation. Visual inspection under magnification showed that both sides of the vinyl tubing had insufficient solvent applied at the engagement during the manufacturing process. Dimensional analysis was performed on the vinyl tubing, which measured within specification. The root cause of the separation was identified as a manufacturing issue due to insufficient solvent being applied.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
No product will be returned per customer. The customer complaint of the IV came apart at the drip chamber was confirmed per picture received from the customer. The tubing was separated from the drip chamber outlet port. The root cause of this failure was not identified.

Event description:
The customer reported that the primary IV tubing came apart at the drip chamber during an infusion of tpn. Event occurred in the ICU.